Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a detachment at the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical stress or impact damage to the bending section area, leading to tears or detachment at the a-rubber and loss of airtightness. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.